Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited low defibrillation impedance. No reported procedures were performed. The patient's condition was unknown.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.